Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently inprocess. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during the aquablation "e22 - motorpack error" and "e23 - motorpack error" messages were generated by the aquabeam robotic system. Multiple troubleshooting steps were performed to resolve the issue without success. As a result, the aquabeam handpiece was replaced with a new handpiece unit and the aquablation procedure was then continued through successful completion. The reported event caused a procedural delay of over 20 minutes. There were no adverse health consequences to the patient due to the reported event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. Functional testing was able to reproduce the reported e22 during the docking cycles. Additional analysis observed the sensor board misaligned relative to the encoder wheel position. The sensor board was re-aligned and the handpiece functioned as expected and no e22 errors or other anomalies were observed. A review of the device history record (DHR) for aquabeam robotic system/serial number (B)(6) and the aquabeam handpiece / lot number 20c00857 was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and its associated component met all design and manufacturing specifications when released for distribution. A 12-month similar complaint review identified one (1) other similar event has been reported to procept. Aquabeam robotic system user manual, um0104-00 rev. F, was reviewed and states the following: table 5: system detected errors and faults e22 - motorpack error release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. The in-house investigation confirmed the reported failure mode, and root cause was determined to be manufacturing. A corrective action and preventive action has been initiated to address this issue. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.